Event description:
Patient experienced swelling approximately 8 weeks post achilles tendon repair with orthadapt augmentation. The bioimplant was explanted 12 weeks post implant.

Manufacturer narrative:
Additional case information was requested from the physician; however, no information was provided. Additionally, the product was not returned to the manufacturer for evaluation. As a result, the cause of the event could not be determined based on the available information. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.